Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 5/27/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and elevated metal ion levels. Lab results reported metal ion levels greater than 7 parts per billion. MRI reportedly showed fluid collection and left trochanteric bursitis. Medical records reported leg length discrepancy with right leg 5mm longer than left. Revision surgical report noted abductor avulsion and corrosion. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 10, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). H6 patient code: no code available (3191) used to capture medical device removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added:h6(device codes) product complaint # ; (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch : null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.